Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32186. It was reported the patient's cervical leads migrated. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2020-32187 should not have been reported as a medical device report (MDR) due to additional information indicating that there is no alleged deficiency of the device and surgery was not performed on the cervical leads.